Manufacturer narrative:
Additional information: this is the third complaint for the finish goods lot; however, the second for this issue. The device history record (DHR) review shows the order was built and released per specification. The customer returned seventy-four unopened samples, the suspect product for this event was not returned. Four samples were randomly selected, they were visually inspected and it was found that on two samples the aspiration tubing was not fully inserted into the cassette house due to lack of solvent. The other two samples met specifications. The root cause of the customer's complaint could not be established; the returned samples were unopened and are not suspect product. However, four non-suspect samples were visually inspected and it was found that on two of the non-suspect samples that the aspiration tubing was not fully inserted into the cassette housing which could cause the sample to fail. Since the actual product was not returned we are unable to determine if this issue is the same as the customer¿s issue. The other two samples met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that there was little to no vacuum during the procedure. The handpieces were exchanged without improvement; when the cassette was changed there was small improvement. The procedure was completed without patient harm. Additional information and product sample have been requested.